Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false episodes of atrial fibrillation due to noise oversensing. It was determined that the implant pocket required additional time to heal to have proper contact with the device. No programming changes were recommended at this time. There were no adverse consequences to the patient.